Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) switched off repeatedly although the batteries were new. There was no patient involvement.